Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "procedure: right revision anterior total hip arthroplasty acetabular component only. Pre-op diagnosis: right failed total hip arthroplasty, complication of the prosthetic hip implant. Surgeon comment: partially loose cup due to fibrous ingrowth. No further information available per hospital". A shell, screw, poly liner and ceramic head were revised.